Manufacturer narrative:
Quality engineering concluded that the most probable cause for the rupture was from mechanical damage to the outside diameter of the balloon initiated by the stent. Mechanical damage to balloons can occur in various situations which are dependent on lesion morphology, procedural handling and contact with other concomitant equipment used during the procedure. However, these findings are consistent with a rupture due to mechanical failure, such as ruptures occurring when the device is used in conjunction with stent procedures. As part of co's quality control process all rx comet catheteres are inflated to rated burst pressure and tested for leaks prior to packaging. Additionally, samples from each lot are tested to failure for rupture and tensile to verify the product meets all specs. Qa will contintue to monitor for this type of product issue. This MDR is considered closed by the qa dept.

Event description:
It was reported that during a ptca procedure in a mid lad within a stent restenosis, a pin hole rupture occurred at 12atm, resulting in a dissection of the arterial wall. A stent was successfully placed to repair the dissection.